Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Unable to download pump history due to immediate critical pump error (open book image) alarm during download attempt. Pump error 35 unknown. Blank display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working and it was completely shut off. The customer had tried inserting different new batteries but it did not switch on. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The display returned after restart but received an insulin pump error alarm. The insulin pump was not exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.